Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A diabetes educator reported via phone call that the insulin pump was stuck in the rewind loop and previously had a compromised force sensor system alarm. The diabetes educator was advised that the insulin pump would need to be replaced, but stated that the customer would call back. The insulin pump was not replaced or returned for analysis.